Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number cc (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2022 for prontosan solution were over (B)(4) million. There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc

Event description:
Description time indication: patient was irrigated in a fistula with prontosan wound irrigation solution. After 15 minutes, the patient developed an itchy throat and anaphylactic shock. The timing is unclear, but it was about 3-4 weeks ago. The patient received treatment in the emergency department and was allowed to remain there. Sales rep will request more information. When did the failure occur: during therapy reason of complaint: batch/lot no/serial no: unknown in what context did the error occur? : in use has the product been administered to/on a patient: : yes patient data :female, age group:70 years old if yes pa which statement : anaphylactic shock with itchy swelling in the throat, sales rep will ask for more update 26.09.2023, to inhibit the reaction, patient was treated with the drug betapred. The patient had to go down to the emergency room. Symptoms were that it started with an itch in the throat for patient. Patient multi-morbid and wheelchair-bound. Patient had not changed medications.